Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. A sample was not returned as there was no harm caused by this problem to the patient and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtering device implant procedure, the device touched the iris. Suture lysis was performed two days following the procedure and the event resolved three days following the procedure. There was an aqueous humor leak which was sutured one week following the procedure. Suture lysis was again performed and intraocular pressure lowering topical medication was prescribed one month following the procedure. The device has remained in the eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There are no similar complaints in the lot. Previous similar event report indicates that such events (iris touch) may be transient, and in those cases do not cause harm to the patient. As in this case - the shunt has remained in the patient¿s eye. Because a sample was not returned, the root cause cannot be determined. (B)(4).